Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (80 percent stenosis degree) in the distal rca. The stent was perfectly fine when it was unpacked but was accidentally deformed while introducing it into the guiding catheter. Another device was used to complete the intervention.

Manufacturer narrative:
The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined number of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined